Event description:
It was reported that the user experienced hyperglycemia after eating a high-carbohydrate meal while on concurrent steroid, antibiotic, and albuterol therapy, then powered off the ilet and administered 20 units of subcutaneous insulin via pen before requesting assistance to reconnect the system. Symptoms included fatigue. Outcomes included return of blood glucose to the target range. Investigation included troubleshooting and education to place the ilet on the charger and verify dexcom reconnection. Investigation of this case revealed that the event involved elevated glucose to 550 mg/dl for several hours with user-initiated shutdown of the device and use of backup therapy, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.